Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product is not available. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2021. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent bilateral synergy intraocular lens (iol) exchange due to halos, couldn¿t see street signs, and halos were blinding. The patient was 20/20 distance, 20/16 intermediate, and j1+ near. The replacement iols were eyhance, and the patient is happy. No other information was provided. This MDR report pertains to the suspect product with serial number (B)(4). A separate report will be submitted for the other suspect product.